Event description:
The facility representative reported a colleague infusion pump with an audio alarm. It is unknown when this condition occurred in cardiac lab. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an audio alarm was confirmed during product evaluation. It was not addressed if the problem was reproduced. The root cause of this condition was assigned to a faulty user interface module print circuit board assembly and slave software (u65). The user interface module print circuit board assembly and slave software (u65) were replaced to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.